Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, during a hysteroscopy the physician noted a scarred cavity with a lot of tissue. The physician performed a dilatation and curettage (d&c) and then proceeded to the ablation treatment. There was a 10cc fluid loss alarm, but no fluid was noted in the cervix. The water was still cool at 28 degrees so she proceeded again with the ablation. Reportedly, there was a second 10cc fluid loss alarm and the physician aborted the procedure. The fluid was not in the cervix and the physician was unable to confirm a perforation. There were no complications and the patient's condition was reported as fine.

Manufacturer narrative:
The lot number is unk; therefore, the expiration and manufacturing dates cannot be determined. The complainant indicated that the device will not be returned for evaluation since it was disposed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.